Event description:
Boston scientific received information from a patient information verification form in (B)(6) 2011 that this patient died during the pacemaker implant surgery in (B)(6) 2011. The cause of death was attributed to a stroke that occurred during the procedure. There were no allegations or complaints against the device. Subsequently, boston scientific received information that the local representative was not aware that this patient had died. According to the local representative, the patient did not die during the implant procedure. The physician was attempting to implant a biventricular pacemaker. The right atrial (ra) and right ventricular (rv) leads were positioned without incident. Due to a tortuous anatomy, the physician was not able to implant a left ventricular (lv) lead. The physician elected to implant a biventricular pacemaker in the event that a left ventricular (lv) lead was implanted at a later date. Following the procedure, the local representative was informed by the clinic nurse that the patient had suffered a stroke in the post anesthesia care unit (pacu). The adverse event was reported to boston scientific's technical services and the local representative was only recently informed that the patient had died.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.